Event description:
Explanting physician reported left side device rupture, capsular contracture, baker grade IV, and seroma-late. The device has been explanted and replaced.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV, seroma-late, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. The device associated with this report has been confirmed as not PMA approved. This report/event(s) is no longer considered reportable to the FDA.

Event description:
The device associated with this report has been confirmed as not PMA approved. This report/event(s) is no longer considered reportable to the FDA.